Event description:
It was reported that sometime post chronic catheter placement, the patient allegedly had chronic infections due to cuff and it was due to foreign body rejection. It was further reported that antibiotics were administered to treat infection. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2023-03350 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4)and was reported to the FDA under MFR rpt# 3006260740-2023-03223. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported, that sometime post chronic catheter placement. The patient allegedly had chronic infections, due to cuff. And it was due to foreign body rejection. It was further reported, that antibiotics were administered to treat infection. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided. A review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s). And provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.